Event description:
It was reported that the implantable cardiac defibrillator (ICD) triggered a lead warning due to high impedance on the left ventricular (lv) lead. It was also reported that when testing the lv lead, normal impedance values were noted for the lv lead with the analyzer and with new ICD. A malfunction with the ICD's lv connector was suspected. The ICD was explanted and replaced and the lv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analysis found no anomalies. We also received performance data collected from the device and have analyzed the data. High resistance/impedance and oversensing were noted. There were three patient alerts for left ventricular (lv) pace lead ohms greater than 2500 ohms between (B)(4) 2011 and (B)(4) 2011. The weekly pace lead measurement log data shows an abrupt increase for minimum and maximum left ventricular pace equal to 504 to 16382 ohms peak between (B)(4) 2011 and (B)(4) 2012. Ventricular short interval count v-sic equal to 36 counts, in 0.51 day, on (B)(4) 2012. There was one ventricular fibrillation equal to 210 ms average v-cycle between (B)(4) 2008.